Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: downstream occlusion alarm reported, however minimun information was provided. No injury to patient reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved in the reported incident was returned for evaluation. The reported issue was present during investigation. Pressure sensor was replaced. While the product evaluation determined that the reported issue was confirmed, it could not be identified whether the need for component repair/replacement originated from an issue in the manufacturing process or due to handing at the user facility. Preventative maintenance was performed. All information concerning this reported incident has been included in our trend analysis of the product line.